Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure and two sets of battery trays were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system was found with empty batteries and had a red led battery indicator. The system was connected to the umbilical cable, but the charger did not charge the batteries. There was no patient present when this issue was identified.